Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 1 month after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. During the surgery no significant findings were reported. A new implant was placed on the same day of the event.